Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said their healthcare provider (hcp) and manufacture representative (rep) advised them to try different programs so they switched to program 2 on (B)(6) 2019 , but they had bad soaks. They then increased to 3.0ma, but that didn't help so they changed to program 3 on (B)(6) 2019 and is doing okay at 1.5ma. Four days later, patient said they were removing the lead on (B)(6) 2019 because the incision site got infected. No device issue was reported and no further patient complications have been reported as a result of this event.